Event description:
Conducted fit tests of approx 10 masks of the makrite n95 masks on 7 different people, including a fully sealed filtration test and 100% of all tests failed. The failures were substantial (not just a little). Employee health have observed qualitative failures in their fit testing as well. Unable to find this product number as approved on the FDA approved list. Observed overall very poor quality of the product. FDA safety report ID# (B)(4).